Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm sound was not annunciating properly. The customer's blood glucose level had no adverse impact. Multiple attempts were made to follow up with customer however, no response was received. No additional product or event information was available.